Event description:
This report is to advise of an event observed during analysis. Degradation problem.

Manufacturer narrative:
The lead was returned with no reported event. As received, only the proximal portion of the lead was returned in one piece. Two full breached outer insulation degradations were found at the proximal region of the lead. Electrical testing did not find any indication of conductor fractures or internal shorts. Other damages found are consistent with procedural damage.